Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with the patient's cause of death indicated as cardiopulmonary arrest. No further information was provided. Further review of the manufacturer's database indicated the patient died approximately one and one-half years post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of the cardiopulmonary arrest has been requested and not received. Follow-up is in progress. The decision not to/to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and normal battery depletion was found.